Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4). There are 4 impacted products being reported under manufacturer's ref. (B)(4). FDA report# 9673241-2017-01063, 3008203003-2017-01360, 9673241-2017-01064 and 9673241-2017-01065. This report is for the first catheter used with the force issue.

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with two thermocool smarttouch unidirectional catheters, a carto 3 system and a cable and suffered pericarditis requiring hospital readmission. During the procedure, a force sensor error populated. Smarttouch catheter # 1 was exchanged for smarttouch catheter # 2 and the procedure continued. There were no patient consequences as a result of this error. During the procedure, there was significant signal interference of body surface and intracardiac electrocardiograms (ECG) followed by the loss of all ECG signals. During the signal interference, an image was observed on the intracardiac ultrasound that was similar to the image that appears during ablation, but no ablation was being performed. Troubleshooting was performed and the issue persisted. Upon disconnecting the catheter cable, the issue was resolved. Catheter cable was replaced and the procedure continued. Post-procedure, the patient developed severe pericarditis. Since there were no medical issues apparent during ablation, the team is attributing the symptoms to a possible current leakage related to the catheter cable, procedure room equipment, or the hospital power grid. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The force issue is not MDR reportable as the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. However, the since it cannot be confirmed that any signal was available to monitor patient heart rhythm, the signal loss is MDR reportable. In addition, the potential current leak is also being conservatively reported since it was identified as a potential contributing factor to the adverse event. Furthermore, since prolonged hospitalization (re-admission) was required as a result of the adverse event, the patient event is also MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool smarttouch unidirectional catheters, and suffered pericarditis requiring hospital readmission. In addition, during the procedure, a force sensor error populated. The returned device was visually inspected and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance and it was found within specifications. Then per the reported event, the eeprom was intended to be read, however since the eeprom data showed no values, it can be determined if the eeprom was corrupted. The catheter was connected to the carto 3 error 101 was observed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the eeprom corruption could not be determined. However, the root cause of the pericarditis is unknown. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).